Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had hardware low level failure alarm. The blood glucose level was 70 mg/dl. The customer reported that the alarm occurred during the self test. The troubleshooting was performed. The customer reported that the self test was not passed. The customer was the customer reported that they were able to complete insulin pump rewind. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due broken trace on u1 keypad assembly.